Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a non-bsc guide wire crossed the lesion, a 1.5mmx20mmx143cm coyote es balloon catheter was advanced for dilatation. However, as inflation was started, the pressure gauge of the indeflator did not increase. The device was completely removed from the patient. The physician checked the device and balloon rupture was confirmed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.